Event description:
Patient chemo started. One hour later, nursing staff was notified by patient access that there was a puddle of liquid next to the patient chair. Patient access staff noticed this when helping unplug the infusion pump for patient to use the restroom. Upon arriving to the patient, nursing staff noticed chemotherapy was dripping out of the y site port area. Pump was immediately stopped and y site covered/protected to prevent further chemo spill. Patient had chemo on her hands and well as patient access staff. Advised to wash hands immediately with warm soapy water. Chemo was safely disconnected and placed in chemo biohazard bag. Pharmacy notified and removed remainder of chemo. Infusion pump stated drug amount infused to be 145ml. From pharmacy director: the IV set is quarantined in the pharmacy. I have contacted baxter about the issue and they will send a kit to me to return the set so they can look at it.